Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported occlusion alarms occurred. Customer changed pump supplies to address the issue. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on insulin labeling. There was no adverse impact to the customer¿s blood glucose level.